Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that some screws have backed out 4 weeks post-op. The surgeon who completed this procedure was dr. (B)(6) and states that he did use the torque limiter.

Manufacturer narrative:
Correction - please refer to h6 (device & results code). The reported event could be confirmed during the investigation. The screws was not returned for inspection. However, one x-ray image, confirming the reported event was received. It can be seen in the image that four screws have backed out. Note: it could not be excluded that more screw have also backed out, however, this could not be confirmed by the only image received. Despite the confirmation of the event, it was not possible to determine the root cause. The return of the devices and more information such as the torque used and patient medical records as well as post-operative behavior would have been necessary for a complete investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that some screws have backed out 4 weeks post-op. The surgeon who completed this procedure was dr. Ken koval and states that he did use the torque limiter.